Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 612 mg/dl. Customer was in intensive care unit. The customer's wife reported that they changed set, got blood glucose of 300 mg/dl, did bolus but blood glucose did get lower, changed set again did bolus but blood glucose continue to go up. Customer went to emergency room same day. The customer symptoms regarding high blood glucose such as nausea and felt very bad. Customer states the drive support cap appears normal. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.